Manufacturer narrative:
Touchscreen ( no function ) defective. Correction: the device was returned. It was initially reported that the device would not be returned.

Manufacturer narrative:
Even if no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury occured.